Event description:
Phoenix machine #11 alarmed showing d2 flowmeter failures and flow balance error. All blood was returned and patient was transferred to phoenix machine #14. Dialysis restarted with new circuit.